Event description:
I had my breast implants removed on (B)(6) 2022 after making me sick for the 8 years I had them in. My left implant looked like a bomb exploded while the right looked fine. Feel like a product quality issue with the implant. FDA safety report ID# (B)(4).